Event description:
Customer stated that back to back tests were performed with results of 120 mg/dl and 299 mg/dl. Not treatment was received. No controls were in use. A request was made for the return of the product for evaluation and replacement product was sent.